Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis coincident with unknown dianeal therapy for peritoneal dialysis therapy. On (B)(6) 2012, the patient experienced peritonitis. The patient was hospitalized on (B)(6) 2012. The cause of peritonitis was unknown. The patient is recovering. No further information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h12a18071 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.